Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown dall miles cable was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "an x-ray was provided which most likely is the post revision construct. It shows a competitor femoral stem articulating with an acetabular component that may be an mdm or a constrained liner. No locking ring is noted. It is described that there was a notch in the femoral component but it is not seen on this x-ray. The x-ray shows a trochanteric cable plate with multiple circlage wires, some of which have broken and are frayed with some metallic debris. [...] I cannot determine the root cause of this event with certainty. What I can say is that the causes of revision for femoral shaft fractures, loose or fractured cables and trochanteric and other fragments are multi-factorial including original surgical technique and patient factors including activity level and bmi." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to impingement of the stem on the mdm liner. A review of the provided medical information by a clinical consultant indicated that fracture of dall miles cables also occurred: "an x-ray was provided which most likely is the post revision construct. It shows a competitor femoral stem articulating with an acetabular component that may be an mdm or a constrained liner. No locking ring is noted. It is described that there was a notch in the femoral component but it is not seen on this x-ray. The x-ray shows a trochanteric cable plate with multiple circlage wires, some of which have broken and are frayed with some metallic debris. [...] I cannot determine the root cause of this event with certainty. What I can say is that the causes of revision for femoral shaft fractures, loose or fractured cables and trochanteric and other fragments are multi-factorial including original surgical technique and patient factors including activity level and bmi." Further information such as return of the device, additional pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient's left hip was revised. As reported: "patient had a 52mm trident ii cup and 42e mdm liner. Femoral neck of (competitor) stem notched after impinging on rim of mdm liner. Surgeon revised mdm liner to a 0 degree constrained liner." Update on (B)(6) 2023 mf: per medical review, "the x-ray shows a trochanteric cable plate with multiple circlage wires, some of which have broken and are frayed with some metallic debris." The reviewing clinician further stated that "at least five cables are present with at least one of the cables and possibly two that have broken." It was not reported how these fractured cables were addressed during the revision procedure.